Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polyp in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: the first affiliated hospital of (B)(6) university. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution 360 clip device was analyzed, and it was found that the clip assembly was detached with one arm bent. Also, no activations were found on the clip. Functional inspection was performed, and it was found that the clip was able to release from the catheter. No problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device returned with the clip assembly attached and after a functional test was made the clip was able to be released from its catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.